Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in tubing) that occurred on the homechoice (hc) during dwell 3; the home patient (hp) was connected. The hp stated that one of the supply bags became disconnected from the supply line. The hp stated that he started over with all new supplies and the hc was then displaying connect yourself. The technical service representative (tsr) advised the hp to inform his nurse of the system error 2240. There was patient involvement. There was no patient injury or medical intervention reported to have associated with this event. The care giver (cg) followed up with baxter product surveillance (bps) and stated that the sample was discarded and no longer available for evaluation. Bps asked about the disconnection of the supply bag from the supply line, and the cg stated that she did not know how that had happened. She stated that it could have probably been that the hp did not tighten it. She said that this event occured at 2am and therefore she did not inspect the issue. She just discarded everything and with the help of the tsr, was able to clear the alarm. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.